Event description:
It was reported that the patient had had a wire revision on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 39565-30, serial# (B)(4), product type: lead. Product ID: 39286-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
Additional information received reported the patient was seen by a manufacturer representative approximately ten days prior to report and all impedances were within normal limits. It was further noted the patient had stimulation in the area of their chronic pain.